Event description:
The customer reported to olympus that when the device is connected to otv-s300 scope ID data error (e228) is displayed. There was no harm or user injury reported.

Manufacturer narrative:
Evaluation revealed: physical stress, deterioration or breakage of the adhesive, insertion tube, distal end, control section, control body, and connectors to physical stress. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material at the electrical contacts of the system or scope connector and temporary caused contact failure occurred. It is also likely that breakage/ frayed braids are due to the application of stress from the outside by inserting and removing crossly to the trocar since a-rubber has friction. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.